Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of implant of the percutaneous aortic valve. (B)(4).

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block and additional rhythm strips showed brief asystole and a temporary pacemaker was implanted. Subsequently a permanent pacemaker was implanted two days later with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.